Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer had issues administering medicine due to a clogged/blocked needle.

Manufacturer narrative:
H6: investigation summary fifty one needle samples received by our quality team for investigation. Thirty five of them came in sealed packaging blisters, and sixteen came with no packaging blister pack and no plastic shield. Upon visual inspection of needles, no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Forty five samples expelled the solution with normal flow, six samples appeared clogged, therefore the incident is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer had issues administering medicine due to a clogged/blocked needle.